Event description:
It was reported that patient underwent revision approximately 6 years post implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: report source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Femoral stem 12/14 neck taper ext. Offset size 4 130 mm stem length; item# 00811400410; lot# 63724908 shell porous without holes 58 mm o.d. With calcicoat ceramic coating; item# 65620005821; lot# 63382517 allen medullary cement plugs 1-28 mm diameter flange/14 mm diameter core store in cool dry place; item# 00801102028; lot# 63862008 liner 10 degree elevated rim 3.5 mm offset 36 mm i.d. For use with 58 mm o.d. Shell; item# 00631005836; lot#63417809 no product was returned for evaluation. Visual examination of the provided picture shows the explanted devices. The ceramic head is still on the stem. The parts are still in a bloody condition. No further statement can be made based on the provided picture. Review of the device history records for the ceramic head identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for this item and the reported part and lot combination. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.